Manufacturer narrative:
Product ID: 377645, lot# v008187, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain, failed back surgery syndrome, postlaminectomy pain, complex regional pain syndrome type I, and chronic low back pain. It was reported that the patient underwent a battery replacement surgery on (B)(6) 2016 and they also replaced the leads. The implantable neurostimulator replacement was due to normal battery depletion; however, the patient indicated a problem with the leads. The health care provider had said something about one of the leads being loose or something, but it was not a defect of the lead (it was just old and needed to be replaced). The patient thought that the health care provider discovered the problem with the lead during the replacement procedure, and after he said that one was a little loose or not doing its job. No further complications were reported or anticipated. The patient¿s medical history includes having previous MRI¿s due to shoulder problems and issues unrelated to the spinal cord stimulation device or therapy. The patient also had an unrelated inner ear infection.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.